Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the quick disconnect fitting, but the leak was still present in the high pressure union. The fse replaced the high pressure union. The leak was still present in the helium reservoir assembly. The fse replaced the helium reservoir assembly (0997-00-0565). The fse performed a full calibration and functional check per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing department (fat) wayne, nj. The helium reservoir assembly was observed per the cardiosave service manual with no visual damage. The failure analysis and testing dept. Installed the helium reservoir assembly into the cardiosave test fixture as per factory specifications per procedure and the cardiosave service manual. Helium reservoir continued to leak during testing and via 300 psi check valve. The 300 psi check valve was not secure in manifold. The helium reservoir will be held in the fat dept. Per procedure. The following investigation was performed by technician of the maquet failure analysis and testing department (fat) (B)(6). The high pressure union manifold was observed per the cardiosave service manual part with no visual damage. The failure analysis and testing dept. Installed the high pressure union manifold into the cardiosave test fixture as per factory specifications per procedure and the cardiosave service manual. No problem was observed with the high pressure union manifold. Tested ok. The high pressure union manifold will be held in the fat dept. Per procedure. The quick disconnect fitting was observed per the cardiosave service manual with no visual damage. The failure analysis and testing dept. Installed the quick disconnect fitting into the cardiosave test fixture as per factory specifications per procedure and the cardiosave service manual. No problem was observed with the quick disconnect fitting. Tested ok. The quick disconnect fitting will be held in the fat dept. Per procedure.